Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2020-23062. It was reported that patient experienced ineffective therapy. Diagnostics indicated high impedances on the l4 lead. Additional information was received that both leads migrated. Surgical intervention occurred during which the leads were explanted and replaced to address the issue.